Event description:
It is reported the hard black plastic caps that sit on the top of the siderail spindles are allegedly splitting and partially breaking off. It is reported a nurse was raising the siderail and her "baby" finger was pinched. Allegedly, this resulted in a fracture to the nurse's "baby" finger, removal of the fingernail, and having to suture the fingertip back on.

Manufacturer narrative:
Over the years, several notifications have been sent to customers to remind them to maintain their siderails and ensure they were functioning properly. This is illustrated within the maintenance manual's preventive maintenance section with the following annual pm check: "siderails move and latch properly." Finally, the following warning is stated in the operations manual "when lowering the siderail to the collapsed position, keep extremities of pt and staff away from the siderail spindles or injury could occur".